Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their lead explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had high and low impedances due to the lead migrating which was causing ineffective stimulation. Migration was confirmed by x-ray. Surgical intervention may take place at a later date to address the issue.